Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time was "2 minutes off". Customer's blood glucose level was 125 mg/dl. Reportedly, the customer adjusted the pump time to be accurate.